Event description:
It was reported that during a da vinci cholecystectomy surgical procedure, it was observed that the thread snapped on the distal end of the monopolar cautery instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip tips to be broken at the distal end. The threading had been broken off and material was missing as a result of the damage. Failure analysis concluded that the broken grip tips may be due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken thread with missing material if to recur could cause or contribute to an adverse event.